Event description:
It was reported that before using bd vacutainer® sst¿ blood collection tubes, the customer noticed black dirt in one of the tubes. No patient or user impact reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 30 retained samples were visually inspected and all were found to be within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1: initial reporter addr 1: (B)(6). G4: PMA/510(k)#: one additional code applies; k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using bd vacutainer® sst¿ blood collection tubes, the customer noticed black dirt in one of the tubes. No patient or user impact reported.